Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected, and needle hole was observed. The valve was hydrated. The valve was leak tested and passed, only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a patient has a certas valve (ID 828804pl) set at 7. The valve over drains when the patient is sitting up and normalizes when lying down. The valve was tested with a manometer and appears to be draining completely. When the valve is set to 8, it appears to work and hold steady. The valve was removed and replaced on (B)(6) 2025. According to the information received, it is unknown if the patient had any signs or symptoms. The current status of the patient is unknown.